Event description:
Boston scientific received information that this right ventricular (rv) lead fractured. The device was programmed voor at 75 and a magnet was taped to the patient. Technical services discussed the magnet would just cause asynchronous pacing at 100, which the caller did confirm, so there was no need for the magnet. The caller noted they would discuss further what actions to take with the patient. The patient is pacemaker dependant, however no adverse effects were reported.

Manufacturer narrative:
There is no further information available at this time. Should additional information become available, this report will be updated.